Event description:
Patient called to report that dressing and tape covering incision site and holding down wires starting to come loose because the area was itchy and the patient scratched the area. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".